Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed the ilet pump¿s insulin cartridge could be pulled out while connected, then pushed it back in and locked it, after which blood glucose was elevated in the 200s mg/dl range and later trended down following a guided supply change that did not involve a new infusion site. Symptoms included hyperglycemia without reported adverse clinical effects. Outcomes included no medical intervention or hospitalization, and glucose values stabilized after troubleshooting. Investigation included review of pump-reported insulin on board, recent insulin delivery history, blood glucose trends, and phone-based troubleshooting and education, including pausing delivery and performing a supply change due to a potentially compromised cartridge-to-piston connection. Investigation of this case revealed no persistent device malfunction, no confirmed unintended insulin delivery, and that the pump resumed normal operation after supply replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user handling of the cartridge leading to transient hyperglycemia without device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.